Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. 919035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, endometrial ablation and left salpingo-oophorectomy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), postmenopausal haemorrhage ("postmenopausal bleeding") and device expulsion ("there is an essure coil within isthmus."). The patient was treated with surgery (hysterectomy and right salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and postmenopausal haemorrhage outcome was unknown. The reporter considered device expulsion, pelvic pain and postmenopausal haemorrhage to be related to essure. The reporter commented: essure related other surgery done on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: there is an essure coil within isthmus. Also there is and extending essure coil located in left fallopian tube isthmus. Lot number: 919035. Manufacture date:2011-11. Expiration date: 2014-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6)female patient who had essure inserted for female sterilisation. On (B)(6)2013, the patient had essure inserted. On (B)(6)2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 8 months after insertion of essure. The patient was treated with surgery (oophorectomy essure removal). Essure was removed on (B)(6)2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: essure related other surgery done on (B)(6)2017 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 47-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 8 months after insertion of essure. The patient was treated with surgery (oophorectomy essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: essure related other surgery done on (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 47 year-old female patient who had essure inserted (lot no. 919035) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of left salpingo-oophorectomy, endometrial ablation and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain female (seriousness criteria medically important and intervention required), postmenopausal bleeding ("postmenopausal bleeding") and partial expulsion of device ("there is an essure coil within isthmus."). The patient was treated with surgery (hysterectomy and right salpingo-oophorectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered device expulsion, pelvic pain and postmenopausal haemorrhage to be related to essure administration. The reporter commented: essure related other surgery done on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: there is an essure coil within isthmus. Also there is and extending essure coil located in left fallopian tube isthmus. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-may-2022: mr received. Event medical device removal replaced with pelvic pain. Event postmenopausal bleeding was added.lot number added. Pathology test added. Medical history added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.